Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the sleeve luer was cracked. Due to the nature of the returned sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar (male luer) of an unspecified quantity of clearlink system solution sets broke when disconnected from an unspecified female luer which resulted in a leak. This issue was identified during unspecified medication and intravenous (IV) fluid infusions. The sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.